Event description:
The unit self activated. The surgeon had the snare where it needed to be when the surgeon said he didn't do anything to have the device come on. He was getting ready to step on the foot pedal when it came on. No injury reported.